Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, nursing staff attempted to remove the hydromorphone dose from the pyxis medication station, the system indicated that it was too early to pull the medication and prompted the nurse to select a future timed dose. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model and concomitant med prod data upon investigation of the actual device used in this incident, it was determined that the system due times were off. A technical support specialist logged in to the server and reviewed the order, confirming there were no issues with the medication or the order itself. Identified that the too early message was caused by the warning configuration, as the warning threshold was set to four hours and conflicted with the three-hour removal interval defined in the order. The customer agreed to case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server auxiliary, nursing staff attempted to remove the hydromorphone dose from the pyxis medication station, the system indicated that it was too early to pull the medication and prompted the nurse to select a future timed dose. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.